Event description:
Patient had hernia repair with mesh (B)(6) 2011. Patient has had persistent sinus tract with (B)(6) since that time. Return to operating room for mesh removal. Dates of use: (B)(6) 2011 - (B)(6) 2015. Event abated after use stopped or dose reduced? Yes.